Manufacturer narrative:
The company service rep examined the system and confirmed the complaint. The host module was replaced and sent for in house testing. The system was tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. This report was mailed to FDA on 09/11/2008.

Event description:
The customer reported a system message displayed during initial boot up. One case was cancelled. A system was borrowed from another facility to complete the rest of the cases for the day. The cancelled pt had not been prepped. No pt injury was reported.